Event description:
It was reported that a patient experienced a hole in their diaphragm and fluid retention in their lungs manifested by breathing difficulties,coincident with automated peritoneal dialysis (apd) therapy. On the same day as onset, the patient was hospitalized for the hole in their diaphragm, the lung fluid retention and another indication. The cause of the hole in the patient¿s diaphragm was unknown and the actual occurrence of the hole was not confirmed. There was no surgical repair. The fluid in the lungs was reported to be due to ¿dialysis fluids¿ (no further information provided). Treatment for the events was not reported. On an unreported date, dianeal and extraneal therapies were discontinued. Two days prior to discharge from the hospital, the patient underwent an unspecified surgical procedure and was temporarily switched to hemodialysis. Subsequently, the patient was discharged. At the time of this report, the patient was recovering from the reported event of ¿hole in the patient¿s diaphragm¿. The outcome of lung fluid retention was not reported, however, the patient¿s breathing difficulty was resolving. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. An internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The service history review revealed no previous service events that would cause or contribute to the reported problem. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The reported condition was not verified through evaluation. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow-up will be submitted.